Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of 125 ohms. Technical services reviewed the case and noticed adequate lead trending with some fluctuation in the daily measurement and recommended bring the patient in-clinic to clear the alert condition. In addition, ts recommended rising the upper limit to 150 ohms and discussed that if the shock impedance reached a measurement of 140 ohms, testing for calcification should be performed. This rv lead remains in service and no adverse patient effects were performed.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of 125 ohms. Technical services reviewed the case and noticed adequate lead trending with some fluctuation in the daily measurement and recommended bring the patient in-clinic to clear the alert condition. In addition, ts recommended rising the upper limit to 150 ohms and discussed that if the shock impedance reached a measurement of 140 ohms, testing for calcification should be performed. This rv lead remains in service and no adverse patient effects were performed.